Manufacturer narrative:
The company service representative examined the system but was unable to replicate the reported event. The system had passed recent preventative maintenance (pm). The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4)

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicated that this occurred during a retina procedure. Patient impact was not reported.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser does not make good contact every time it is pressed. Event details are unknown. Additional information has been requested.